Event description:
It was reported that during the hip arthroscopy procedure, the hand-piece was getting hot in the surgeons hand and would no operate at all. No reported patient injuries. No other complicatiosn were noted.

Manufacturer narrative:
Complaint of overheating and motor stall error was confirmed. Cause of overheating and motor stall errors is a corroded motor/gearbox. The motor/gearbox was removed from the housing. The gearbox was removed from motor. The cable assembly and the hall pcb/switch assembly tested good. The gearbox was found to be jammed and corroded internally. The motor was shorted out and extremely corroded. Motor shorted out and overheated due to jammed gearbox. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be corrosion. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.